Event description:
On 5/1/98 the account reported an erratic ck-mb result of 16.5 ng/ml which was run on the axsym analyzer. According to the account, fibrin was noted in the sample. The sample was retested and gave 1.1 ng/ml. No report of injury.